Event description:
During follow-up, decreased sensing resulting in undersensing and increased capture threshold resulting in a loss of capture were observed on the right ventricular (rv) lead. Fluoroscopy was performed revealing rv lead dislodgement. The event was resolved by repositioning the rv lead. The patient was in stable condition.